Event description:
On an unknown date the patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date the patient experienced abdominal pain. In (B)(6) 2023, the patient was diagnosed with buried bumper syndrome. At the time of report, the tubing remained implanted in the patient.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of 4581 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference record (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 16 nov 2023: the patient underwent an endoscopy which diagnosed the buried bumper syndrome. On an unknown date, the tubing was removed. It was unknown if the tubing was replaced.